Event description:
The patient underwent revision surgery on (B)(6) 2023 for total femur replacement. All components were coated due to patient's nickel allergy (provided under compassionate use (B)(4), and combined with proximal tibia replacement in situ which was previously implanted (B)(6) 2022 (provided under compassionate use (B)(4). The patient has continuous discharge from acute prosthetic joint infection and is expected to undergo amputation.